Event description:
Info received indicates while performing a preventive maintenance check, the technician found the ground resistance reading was out of normal range.

Manufacturer narrative:
The technician found the power cord plug was worn. He replaced the plug to repair the bed.